Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Three successful treatments were administered with the orbital atherectomy device (oad) and viperwire in the anterior tibial vessel, which was 90% stenotic with severe calcification. The oad was not spun near the tip of the viperwire. The tip of the viperwire fractured during use and was snared. There was no patient harm, and the procedure was completed successfully.